Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen became shattered. Although insulin delivery was functional, the customer reported that the pump was not working properly. Customer¿s blood glucose was between 400 and 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.